Event description:
It was reported by customer that pump had multiple air bubbles in the line. Clinician walked in device was not alarming, but it did have a red label showing accumulated air alarm. There was patient involvement but no harm. Through follow up customer provided additional information. Lactated ringers was infusing as a primary fluid. A secondary medication had finished infusing; however the pump did not start to pull from the primary bag. As a result, air was pulled into the line, however the pump did not alarm the clinician.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump had multiple air bubbles in the line and was not alarming when clinician entered the room was not confirmed during testing. The source pump module's air detection system was tested using the air in line threshold product analysis procedure. The pump module's air detection system was observed operating within specification. The intravenous (IV) disposable set leak product analysis procedure was performed to test the source administration set (model 2420-0007) and secondary administration set (model 72155n). The testing of the returned sets showed no anomalies. The event date was reported as 25 september 2025; time was not reported. A review of the pump module error log showed no errors were recorded related to the reported event or on the reported event date. The pump module event log showed the device in use on 25 september 2025 attached to the returned pcu s/n: (B)(6) as channel b. The air in line setting for single air bolus was set to 250 microliters with accumulated air enabled. The pcu event log showed no record of 'lactated ringers' being infused as primary fluid. On (B)(6) 2025 starting at 10:59 am, the pump module alarmed for air in line. The user restarted the infusion of a drug that had been previously selected by the user through the IV fluid guardrails library with drug ID 6 (0.9% ns), rate of 40 ml/h and volume to be infused (vtbi) of 950 ml. At 7:27 pm the pump module alarmed for occluded patient side and the user restarted the infusion. On (B)(6) 2025, the pump module alarmed for occluded patient side and restarted the infusion two (2) times. At 5:35 am the user selected guardrails drugs and programmed a secondary infusion with the drug ID 313 (magnesium sulf), drug amount of 1 gr, diluent volume of 100 ml, concentration of 0.01 gr/ml, rate of 100 ml/h, vtbi of 100 ml, dose of 1 gr with and expected duration of 1 hour. The primary infusion stopped, and secondary infusion started. At 6:35 am the secondary infusion completed, and the primary infusion started. At 6:54 am the user selected guardrails drugs and programmed a secondary infusion with the drug ID 313 (magnesium sulf), with the same parameters. The primary infusion stopped, and secondary infusion started. After the infusion started the user changed the vtbi to 130 ml. At 8:12 am the secondary infusion completed, and the primary infusion started. At 11:25 am the pump module alarmed for accumulated air and the pump module was channeled off by the user. The alaris pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 microliters. (In anesthesia mode only, the threshold value can be set to 500 microliters.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500 microliters, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 microliters. The default setting is 75 microliters. (In anesthesia mode only, the threshold value can be set to 500 microliters). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that pump had multiple air bubbles in the line and when clinician walked in device was not alarming is suspected to be due to single air boluses being too small to trigger at the 250 microliters setting. Laboratory testing showed the air in line (ail) was detecting air as expected. Note that this report lists imdrf annex a1801, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pump had multiple air bubbles in the line. Clinician walked in device was not alarming, but it did have a red label showing accumulated air alarm. There was patient involvement but no harm. Through follow up customer provided additional information. Lactated ringers was infusing as a primary fluid. A secondary medication had finished infusing; however the pump did not start to pull from the primary bag. As a result, air was pulled into the line, however the pump did not alarm the clinician.